Manufacturer narrative:
Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, a spark occurred at the connection point of the v cutter and the shaft of the cutter when the bipolar energy was activated. No consequences or impact to patient. There was a delay in the procedure. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 23, 2017. The returned sample was visually inspected. It was found that the distal end of the v-cutter was found to be fractured and burned. All vsp550 units are inspected and tested for functionality and performance during the manufacturing process, including inspection on the v-cutter mechanism. It is likely that the damage to the unit that caused the event occurred during handling. A possible cause is that the v-cutter was broken and the electric path for high frequency current was exposed causing a short circuit to occur with sparks and smoking. The v-cutter may have been damaged by an excessive force being applied to the distal end of the v-cutter, or it was hit by other objects. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.